Event description:
Reporter stated the customer has experienced hyperglycemia of up to 485 mg/dl, and she believes the piston rod does not move correctly and the insulin delivery of the infusion device is inaccurate. She delivered insulin via pen and the infusion device as treatment, and no adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.